Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinders were visibly torn. The reservoir remained implanted as it tested and functioned properly. A new inflatable penile prosthesis was implanted. No patient complications were reported.